Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed saying pump detected unexpected movement in hall sensor counts. The customer blood glucose level was unknown at the time of the incident. Customer reported they were able to clear the alarm as well as able to rewind the pump. Customer assisted to perform displacement test and self-test and test result was passed. Customer stated they received pump error on second occurrence. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.